Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead oversensed noise which triggered pacing inhibition. Programming changes were discussed, but no changes or intervention was reported. The patient was in stable condition.